Event description:
During product evaluation by baxter, the pump was found to have no response from the channel "a" keypad. This event occurred during service. There was no patient injury or medical intervention associated with this event. This pump contains user interface module master software (B) (4) which is categorized as "unremediated".

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be field upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.